Event description:
As reported by an edwards lifesciences affiliate in italy, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra (s3u) valve. Approximately four (4) years and ten (10) months post-tavr, the patient presented with valve stenosis and increased gradients. The valve area/index was 0.83 cm2, the gradients were 116 mmhg/73 mmhg, and the maximum transaortic velocity was 5.4 m/s. The patient was symptomatic with heart palpitations and chest pain. A valve-in-valve tavr procedure was successfully performed with a 23 mm sapien 3 ultra resilia (s3ur) valve.

Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). The investigation is ongoing.